Event description:
It was reported that during testing conducted at the MFR facility the loaner device could ran while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. At this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
The forward and reverse triggers were found to not be working properly, which is a probable cause of the device running when in safe mode. Since the device was a loaner unit, it will not be returned to the user facility.